Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no reported impact on the customer's blood glucose level. The customer declined further troubleshooting, and information was provided via email.